Event description:
Customer reported the system is displaying an iris pot error and will not x-ray. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a collimator calibration. Ge rep was unable to reproduce the "no x-ray" problem. System operates as intended.